Event description:
The account alleged the side rail was broken and would not latch. No patient impact.

Manufacturer narrative:
The technician replaced the side rail center arm assembly and side rail center arm cover to resolve the issue.